Event description:
It was reported that morse taper failed after implantation of restoration modular (cone conical) stem. Pt continued to dislocate, and during the revision procedure, the surgeon noted that the taper which connects the proximal to the stem was loose.